Event description:
Customer reported being hospitalized for high blood glucose levels and dka. Customer stated that the batteries were only lasting two days and alarms were not occurring to indicate that the batteries were low. Ity was also reported that the pump had just turned off twice without any warning. Customer reported that the last low battery occurred in 2005, however, the low battery alarm was not present in the alarm history.